Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited threshold and sensing anomalies. It was suspected that the lead issue was due to the patient¿s generator being at normal end of life. During the procedure, the lead was tested and continued to exhibit threshold and sensing anomalies. It was suspected that the cause was the patient¿s myocardial condition. The lead was explanted and replaced. The patient was stable throughout the procedure.